Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Reportedly, the customer had used cold insulin in the cartridge. Tandem technical support educated the customer on proper cartridge loading guidelines. There was no adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the issue.